Manufacturer narrative:
There is no information available on the serial number of the lead involved.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise and inappropriate atp on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported events of oversensing noise and inappropriate atp were confirmed. As received, a complete lead was returned in ten pieces. An external insulation abrasion was found in the lead breaching the is-1 connector leg and exposing the ring electrode coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information received notes that the right ventricular (rv) lead and explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Additional information: b1, b2, b5,d4, d6b, g3, h1, h2, h4, h6. UDI not available as product was manufactured on or before 9/23/2014.